Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user states that he has a old k3000 care guard wheel chair. The end user states that the front caster has got broken on the front of the device. The end user also states that the front riggings are also cracked on the device.